Manufacturer narrative:
G3 new aware date is 19march,2024.

Event description:
It was observed that during the device inspection, the rigid scope's guide pin was missing.there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the identified issue of the guide pin was missing was most likely attributable due to excessive force. Olympus will continue to monitor field performance for this device.